Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of capsular contracture and anxiety-product/procedure received on (B)(6) 2021 with lot number 1720983. Visual analysis of the returned device identified: crease flat, biological tissue color yellow, device appearance (observed 40 mm dark patch edge material inside gel device) and weight to the spec. Cloudy and bubbles in the gel was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported unknown side capsular contracture baker grade unknown and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.